Manufacturer narrative:
Device not returned. Multiple requests for info from dr have gone unanswered.

Event description:
Mesh implanted in patient in another country in 2004. Alleged to have broken in 2007. Explanted in 2007. Multiple requests for info of x-rays have gone unanswered.